Event description:
Allegedly, as reported in the (B)(4) registry, revised due to unknown reasons.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed. The product was not returned.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00697. This event occurred in (B)(6).